Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that, during a lead replacement procedure on (B)(6) 2020 (manufacturer report numbers 3006705815-2020-33200, 3006705815-2020-33201), diagnostics indicated compression on the patient's spinal cord after the new lead was implanted. Therefore, in order to avoid paralysis, physician explanted the entire system. Patient was stable and had no symptoms post-operatively.